Event description:
Customer reported a white cloud on the outer edge of their pump screen, affecting their ability to interact with the device. There was no reported adverse impact to the customer. Reportedly, the customer continued to use current pump.